Event description:
Complete moisture plus contact lens solution. Pt was using the product for her contact lenses. She experienced burning, redness, extreme sensitivity to light, and extreme pain in her eye. The dr diagnosed her with some type of keratitis infection, stating that her cornea looked as if it had been pricked many times with a needle and that was the cause of her extreme pain. She was given antibiotic drops and eye gels to be used while her eye was healing, and she could not wear her contacts. After reading about the recall and description of the exact same symptoms that pt experienced, it became apparent that this solution had probably caused her infection. After stopping the use of this prod and her antibiotic treatment, her eyes have started to feel much better. Dates of use: approx five months in 2007.